Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant on tooth site #19 was removed due to bone loss and infection. Symptoms of the event: abscess.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0001038806 - 2023 - 00171. It was previously incorrectly reported that the product was returned for investigation. In fact, the product was not returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.